Event description:
A cartridge alarm, identified as alarm 20, was reported by the customer during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer proceeded with the load process using the same cartridge and successfully resumed insulin delivery.